Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoid resection. According to the reporter: pt stated that she had 8 inches of her colon removed and on (B)(6) 2012 she was taken back into the operating room. The pt stated the staple line had opened. The doctor removed another 4 inches to repair and secure the staple line. The pt also stated that she needed 4 units - 250 cc each, of blood during this procedure. The pt also stated that she was taken back to the hospital on (B)(6) 2013 for a bowel obstruction. It was further reported through the surgeon that 2 devices were applied with no report of defect. Another manufacturer's reinforcement material was not used. The surgeon fired the stapler, checked the donuts, then tested the staple line. The pt was brought back the next day for failure of the staple line. The surgeon used another eea28 from the same lot to correct the initial staple line failure. The pt's current pt status: doing well. The initial surgical time was not delayed but the pt was brought back the next day to redo the anastomosis.